Event description:
It was reported that upon removal of the spring wire guide (swg), it unravelled. Additional information received from the sales representative on (B)(6) 2011, stated the catheter was being placed in the patient's subclavian. The entire swg was able to be removed intact leaving the catheter in place for the patient. There was no delay in treatment, no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.